Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a display/screen issue/weak 7 segment led. There was no patient involvement.

Event description:
It was reported that there was a display/screen issue/weak 7 segment led. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted affected for recall dim segment replaced u4 & u2 on display board. A review of the device history record for (B)(6) was performed from date of manufacture 07/29/2019 to present date 01/08/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the display board - dim u4 & u2 (recall affected). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# 1143616 lvp dim u4 display.

Event description:
It was reported that there was a display/screen issue/weak 7 segment led. There was no patient involvement.